Manufacturer narrative:
The doctor reported that the manufacturer's instructions for use were not followed during the placement of the patient's veneers. Additional follow-up with the doctor also confirmed that an expired adhesive may have been used with the nx3 cement which could have led to the debonding. The patient's veneers were reseated using a different lot of nx3 cement without any incident. The device involved in the reported incident was returned to kerr corporation for evaluation. The returned sample was tested for adhesive strength. The results indicated that the adhesion data was acceptable. Please refer to the attached evaluation summary report. This is the second MDR report of the two incidents reported.

Event description:
In 2009, a doctor reported that veneers seated with nx3 cement on two different patients had fallen off.